Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they passed the angio-seal through the guide it deforms. Blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 29march2021: the procedure was a coronary angioplasty. There was no specific component is deformed was mentioned. A 6fr sheath was used. There no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was done as a protocol before the insertion. The patient condition was stable. Hemostasis was achieved through manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angioseal vip was returned for product evaluation. The returned device included the label on the header bag, arteriotomy locator, hemostasis sheath and the carrier tube assembly. There was some blood-like substance on the returned device. The arteriotomy locator was mated to the hemostasis sheath. The locking mechanism on the carrier tube assembly was in forward lock position. The mated hemostasis sheath and arteriotomy locator were subjected to visual analysis. A kink was found on the shaft of the mated assembly. The kink was located on the 'n' marker of the hemostasis sheath. The complaint can be confirmed for the alleged failure. Based on the information given, the exact root cause of the event cannot be determined. The likely root cause is the application of bending forces during tracking over the guidewire. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).